Event description:
The device was used during an unspecified procedure. Reportedly, the anvil did not tilt. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.